Event description:
On (B)(6) 2013, the reporter contacted animas alleging a prime issue. The reporter stated that he priming process kept kicking back to prior screens and it took 15 minutes to prime. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.